Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the maryland bipolar forceps instrument's movement was stiff. The procedure was completed with a back-up instrument and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint that the "tip wasn't freely moved." This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument's motion on the system was confirmed to be non-intuitive as the yaw and pitch movements were reversed. When the instrument was off the system, it was noticed that its neutral position was rolled about 90 degrees to one side rather than resting in the middle as it should. The housing was removed and the input gear tabs was found to have some light material scraped off. The tab was not broken or cracked. Manually rolling the instrument too far can cause the tabs to slip down allowing the instrument to roll without the input turning an equal amount. When the input pops back into place the instrument will no longer have intuitive motion. To confirm this, the input gear tabs were purposely pushed down to disengage the gear. The input was then lined to its correct orientation and re-engaged. The instrument was again tested on a system and moved properly.